Event description:
It was reported the device was used during a low anterior resection. It was reported the cdh did not fire. There was no consequence to the pt. 06/25/1998 it was reported by the rep, per the surgeon, the resident fired the device. The device was removed & it was noted there was no staple formation. The surgeon performed a hand sewn anastomosis. There were no donuts formed, no crunch heard when fired & the ring was still intact. It was the surgeon's opinion the resident did not properly fire the instrument.